Manufacturer narrative:
Patient identifier: (B)(6). 510k: this report is for an unknown nail head elem: tfna lag screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during a total knee replacement procedure, the threaded tip of the helical blade/ screw extractor broke off inside of the unknown tfna screw. Initially, the patient was implanted with an unknown trochanteric femoral nail advanced (tfna) on an unknown date and was revised with knee arthroplasty. The surgeon then started to remove the distal interlocks, and when the surgeon then moved up to the top of the unknown nail to release the internal unknown set screw, which came out completely from the unknown nail. There was no damage to the unknown set screw. The surgeon then secured the nail extractor to the top of the unknown nail and proceeded distally to the unknown tfna screw. The helical blade/ screw extractor was then attached to the unknown tfna screw. When the surgeon applied pressure counter-clockwise on the extractor the unknown tfna screw would not back out. More pressure was applied with no luck. The surgeon then took a pair of vice grips and attached it to the helical blade/ screw extractor handle for more leverage, but this only broke off the threaded extractor tip inside of the tfna screw. A corticotomy was performed and the distal tip of the nail was removed to complete the surgery successfully. There was a surgical delay for a period of hours. The patient outcome was unknown. Concomitant devices reported: tfna nail (part number unknown, lot unknown, quantity 1); set screw (part number unknown, lot unknown, quantity 1); helical blade/screw extractor (part number 03.037.030, lot unknown, quantity 1). This report involves one (1) nail head elem: tfna lag screw. This is report 2 of 2 for (B)(4).